Manufacturer narrative:
The patient's exact weight is unknown. However, it was noted to be around (B)(6). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-01406 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two gold probe devices were used during a colonoscopy procedure. According to the complainant, they tested both gold probes during preparation, and they worked fine. During the procedure, they removed a polyp and there was some bleeding. They went to use the first gold probe and no energy was coming from the probe. They grabbed a second gold probe, and the same issue occurred. The problem occurred inside of the patient. The case was completed with an injection needle with epinephrine; the bleeding stopped. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.